Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to a pinhole on connecting tube, water tightness was lost. In addition to the finds reported, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The insertion tube, tip cover, operation part, switch box, operation unit cover, up/down knob, up/down angle fixing lever, right/left knob, grip, universal cord, scope connector, right/left angle fixing knob and protector of universal cord on scope connector were scratched. The curved rubber adhesive part was missing. The tip cover was discolored. The forceps plug cap has been scraped off. Water coverage was recognized on the electrical connector. Adhesive on bending section cover was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis lucera duodenovideoscope) is an olympus loaner asset that was returned for air leak around 55 centimeters of coil tube. There was no report of patient harm associated with this event. During incoming inspection, it was determined the adhesive part of the lighting lens was peeling off. There was a gap in the glued end where dirt had entered the lens through the gap. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.